Manufacturer narrative:
Device evaluation summary: examination of the returned devices revealed two (2) small holes, 0.23mm² and 0.30mm² in size, located 4 ¿ 5 stents above the distal end of the ipsilateral/right limb extension. The exact cause of the holes could not be determined but appeared possibly caused by external abrasion from calcification, an adjacent stent, and/or limb angulation. Although it is possible that these holes may have been the source of a type iiib fabric endoleak and contributed to the aaa expansion, no endoleak is this location was reported and it is possible that these 2 holes were covered by the overlapping bifurcate ipsilateral limb. Near the distal end of the ipsilateral limb a 0.45mm² likely abrasion related tear was also observed, possibly caused by the right limb extension. However, it appears likely that this hole was covered in-vivo by the underlying limb and therefore did not likely contribute to the aaa expansion. Other than several observed cut sutures observed on the contra and right limb extension, no other device integrity issues were seen. From the examination of the returned devices and limited clinical information provided, the cause of the aaa increase could not be determined. Films were not available for return and the patient¿s anatomy is unknown. In addition, post-implant films were not provided and the stent graft in-vivo configuration during the implant duration could not be assessed. Other than 2 small holes observed on the right iliac limb extension which potentially may have contributed to the aaa expansion, no other likely endoleak source was observed. The cause of the type ia endoleak observed at implant also could not be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: product ID: etlw1620c156ej, serial/lot #: (B)(4), ubd: 18-feb-2016, UDI#: (B)(4); product ID: etcf2828c49ej, serial/lot #: (B)(4), ubd: 27-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 70mm diameter abdominal aortic aneurysm. It was noted that during the index procedure a type ia endoleak was observed and was resolved with the implantation of a cuff. It was reported that during patient follow up on an unknown date, aneurysm expansion (100mm) was observed without any evidence of endoleak. Approximately four years post index procedure, the stent graft system was explanted and blood vessel prosthesis implantation was performed. No issues, including no endoleak, were found during the explantation procedure. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.